Event description:
It was reported that the male external catheter had an unknown defect. Per follow up on 15mar2021 the customer had a breakdown on the penis by the use of the male external catheter and stopped using the catheter. The customer used honey medication received from the doctor in the area and it cleared up after about a week. The customer started using the catheters and again the breakdown was reoccurred. It was stated that the customer was having this problem on and off since 2018.

Manufacturer narrative:
The reported event was inconclusive as the cause could not be established. Visual evaluation noted 6 unopened male external catheters were received. No obvious defects were noted. The adhesive peel test was performed. The samples were cut to the required width. The adhesive peel strength was found to be within the specifications. It was unknown how the product reacted with the patients body. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "intended use: the self adhering male external catheter is used for the drainage of urine. The catheter is applied by the patient or caregiver. Indication: the self-adhering male external catheter is designed for the management of adult male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Warning: reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury or illness of the patient. Precaution: do not use if allergic reaction occurs or if patient has known allergies to device components. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Follow directions to remove if experiencing swelling, numbness, discomfort, pain, discoloration, or abnormal appearance. Note: if experiencing problems with use of the device, please consult your healthcare professional for assistance. Directions to apply: 1) verify correct size prior to use. 2) trim pubic hair if necessary. 3) wash penis with mild soap and warm water. Dry thoroughly. Wear time may be reduced if skin is not dry or cream or oil is used. 4) open package at perforation. Remove catheter from plastic insert, if present. 5) place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the catheter. 6) unroll the catheter over penis. 7) gently squeeze the catheter to properly seal adhesive to the skin. If possible, avoid leaving a rolled collar around the base of the penis. Important: wear time may be reduced if adhesive is not properly sealed to the skin. 8) connect the catheter to a drainage system. Make sure to check that connections are secure before use. Directions to remove: 1) ensure drainage bag is empty. 2) disconnect catheter from the drainage system. 3) gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. Disposal: after removal, dispose by placing the used catheter into a waste container.". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter had unknown defect . Per follow up on 15mar2021, the customer had breakdown on the penis following use of the external catheter and stopped using. The customer used honey medication received from the doctor on the area and it cleared up after about a week. The customer started using the catheters and again the breakdown reoccurred. It was stated that the customer has been having this problem on and off since 2018.